Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that she went into the swimming pool and now the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and contrast keypad buttons are intermittently. There was evidence of keypad contamination found under the up, down, and contrast key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.